Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted an increase in pacing impedance measurements from 800 to 1347 ohms. Additionally, high threshold measurements and loss of capture were noted. With the loss of capture, the patient reported worsening heart failure symptoms and shortness of breath. The patient was hospitalized and the next day a revision procedure was performed. The x-ray indicated an integrity issue with the rv lead. This integrity issue was likely insulation damage in the pocket. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.